Event description:
The patient had a vp shunt placed for normal pressure hydrocephalus. Initally the patient did well. A CT scan showed collapse of the brain with small ventricles consistent with overshunting. The valve was reprogrammed multiple times without result and was eventually turned off. Later it was necessary to evacuate bilateral subdural hematomas. Finally a decision was made to replace the defective valve with a new one.